Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the surgeon who claims the device (plee60a) was not clamping down correctly on tissue during a gastrectomy and that the device would not fire on the tissue. He had the reload replaced and attempted to fire again and the device made no audible sounds that the motor was working or that the blade was moving forward. The circulating nurse in the room claims that the battery pack felt hot when the device was transferred out of the sterile field and set aside.